Event description:
The death certificate for the patient was received to the manufacturer.the cause of death was acute opiate intoxication, and the death was an accident.the patient was cremated. The vns was not removed prior to the cremation; follow up with the funeral home revealed they were not made aware by the family that the patient had a vns device implanted.

Event description:
Reporter indicated a vns patient had died on (B)(6) 2011 due to unknown reasons. The patient was last seen on (B)(6) 2011 in the office. The relationship of the death to the vns is unknown per the physician and the cause of death is unknown. The patient did have suicide risk factors that were not specified. No other information was available from the reporter. Per the reporter, the vns was performing as intended at the (B)(6) 2011 office visit. Attempts for further information are in progress.